Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, the complaint allegation is not confirmed without the device being returned or any photos provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 12/30/2022 by a sales representative via email that an ar-9811 probe tip fell off during a case. Case involvement, device breaks during use.